Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d10, e1, g3, g6, h2, and h10. D10 medical devices: distal femoral xt component size b left catalog#: 00585004201 lot#: 65322758. Polyethylene insert xt size b catalog#: 00585001296 lot#: 65858288. Articular surface with segmental hinge post size b 14 mm height catalog#: 00585002014 lot#: 66012050. Cerclage cable with crimp 1.8 mm dia. Cable 22 in. (559 mm) length catalog#: 00223200118 lot#: 65355726. Optip 80 refob plus bone cmt-3 catalog#: 4722502117-3 lot#: ax30bd1106. Optip 80 refob plus bone cmt-3 catalog#: 4722502117-3 lot#: ax30bd1106 . Segment with male/female taper 30 mm length catalog#: 00585004603 lot#: 65492481. Stem collar 25 mm o.d. Catalog#: 00585204025 lot#: 64635296. Proximal tibial component (tibial body x1 tibial bushing x1) size 1 catalog#: 00585000110 lot#: 64953863. Fluted stem extension straight 13 mm diameter 130 mm stem length catalog#: 00585205013 lot#: 65722452.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03284, 0001822565-2023-03285, and 0001822565-2023-03286. D10 medical devices: distal femoral xt component size b left catalog#: 00585004201 lot#: 65322758. Polyethylene insert xt size b catalog#: 00585001296 lot#: 65858288 . G2 foreign source: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee revision approximately one month post implantation due to instability. During the revision, it was noted that the femoral had fractured. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned femoral found it to exhibit signs of being implanted and the tabs are fractured off. Medical records and radiographs were provided and reviewed by a health care professional. X-ray reports dictate findings of prosthesis in position without loosening or evidence of complications. A leg length discrepancy was identified. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combinations. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.